Event description:
It was reported that the pt experienced intermittency and eventual loss of lock between the internal device and the external equipment. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. The center is pursuing revision surgery.